Event description:
It was reported that this right atrial (ra) lead exhibited a sudden high out of range pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Subsequently, this ra lead was surgically abandoned. Another ra lead was implanted to complete this procedure. Additional information from the field representative provided this lead was surgically abandoned due to a fracture. This fracture resulted in inhibition of pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden high out of range pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Subsequently, this ra lead was surgically abandoned. Another ra lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.